Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's daughter reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 141 mg/dl. The customer stated that while attempting to change out the infusion set, she received a motor error. While attempting to go through the rewind process, the customer received another motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.